Event description:
The facility reported that the ultratine cracked when the surgeon tried to insert the device. There was no patient injury.

Event description:
The facility reported that the ultratine cracked when the surgeon tried to insert the device. There was no patient injury. Follow-up #1 is being sent to add the device evaluation.